Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold. Additionally, the helix of the rv lead failed to retract after use. The rv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were unacceptable threshold and helix mechanism issue. A complete lead was returned in one piece. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region and the helix was bent consistent with procedural damage. The helix mechanism extension/ length tests could not be performed due to damaged helix. The cause of helix mechanism issue was isolated to blood/tissue in the helix region, helix being bent and over torque of the inner coil. The reported event of unacceptable threshold was not confirmed. Final analysis found no indication of conductor fractures or internal shorts.